Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. No treatment was given to the patient for the peritonitis. The cause of the peritonitis was the attendant doing continuous ambulatory peritoneal dialysis without proper training. Outcome for the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.